Event description:
Customer reported that pump display was frozen on bolus menu. Blood glucose level remained between 54-500mg/dl, indicating no adverse impact. Customer attempted a pump reset following instructions from technical support, but the issue persisted. Cts resolved the problem by replacing the pump and provided guidance on returning the faulty pump. Customer confirmed understanding and switched to multiple daily injections as backup therapy to ensure insulin delivery continuity.